Event description:
The event is reported as: the package was torn/broken during incoming inspection.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.